Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device experienced a shock equipment malfunction. There was no patient involvement. One therapy pca was returned for failure analysis. The specified problem was not duplicated. The pca passed all the tests. No fault was found with this therapy board.

Event description:
It was reported to philips that the device experienced a shock equipment malfunction. There was no patient involvement.